Manufacturer narrative:
The complaint device was received and evaluated. Upon receipt, the device was given a thorough visual and functional examination. The 1st portion of the examination was visual: this visual is performed as a matter of course to discern if the device has any obvious physical damage, something that may or could have been a factor in contributing to the reported event; it is noted that, outside of some minor scratches to the chassis, the device was received in good physical condition. The 2nd portion of the examination was the functional and electrical testing: a battery of test was performed to assess the device's operational status. Functionally and electronically, the device performed well within its design and manufactured parameters; the unit passed all diagnostic tests, functional tests, and is fully operational, no fault or performance anomaly could be found, could not duplicate the reported phenomena. The root or underlying cause for the reported event is not attributable to the vapr generator, but lies elsewhere. At this point in time, no further action is warranted; however, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that the vapr vue continues to activate after the the activation switch is released. Case was completed with a second electrode. The customer suspects that there may be an issue with the generator due to the fact that this issue has occurred with multiple electrodes in different cases. No patient consequence. Device will be returned and replaced. Also see associated MDR 1221934-2013-00015